Event description:
It was reported that during a laparoscopic incisional ventral hernia repair, the instrument was fired into the mesh, achieving fixation without incident. On the third firing of the second instrument, the surgeon squeezed the firing mechanism and immediately pulled his palpating hand away. The instrument had punctured the abdominal wall, through the pt's skin, through the physician's glove and punctured the surgeon's left middle finger. The surgeon left the sterile field and inspected his finger. The instrument were removed from the pt and the ports were closed. There was no consequence to the pt reported.